Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report in 2007, the pt was hit in the head with a soccer ball and now notices decreased hearing. All external equipment was replaced but the problem was not resolved. A CT scan reportedly showed normal device placement (no date provided). The results of an integrity test done on the following day, were consistent with normal device function. The pt's threshold and most comfortable levels were tested and showed significant increases. Although the pt's sound processor was reprogrammed with the new levels, he continued to complain of poor sound quality. The device was explanted and the pt was reimplanted with a new device in 2006. Cochlear requested the device be returned for analysis.